Event description:
Reportable based on device analysis completed on 23 december 2021. During an ablation procedure a intellanav open-irrigated catheter was selected for use. It was reported that at the end of the procedure the connection was lost to the magnetic localization (alarm message displayed). When the ablation was stopped, the connection was restored. Magnetic localization was lost again during the next ablation. As the procedure was at the end, ablation was ended and verified the lesions with a remap. The catheter was not replaced and no patient complications were reported. However, device analysis revealed that the irrigation tubing set was detached and missing.

Manufacturer narrative:
The device was returned to boston scientific for analysis. It was noted that the device's irrigation tubing set was detached and missing. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specification. No opens or shorts were found. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.